Event description:
It was reported that the fixed water in the foley catheter could not be injected. Water injection was stopped because resistance was felt when up to about 5 cc of water was injected. It took some time to remove the water, but it could be done. The product in which this event occurred was not used, and a new product was used. Per follow up information received via ibc on 07jun2024, confirmed that the patient involvement.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection of the sample noted using returned syringe balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no difficulties and no resistance was encountered. With the syringe attached the balloon passively deflated under 5 mins with no difficulties. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. The reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed water in the foley catheter could not be injected. Water injection was stopped because resistance was felt when up to about 5 cc of water was injected. It took some time to remove the water, but it could be done. The product in which this event occurred was not used, and a new product was used. Per follow up information received via ibc on 07jun2024, confirmed that the patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.